Manufacturer narrative:
Correction to d4: expiration date: update to ni. H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed where the spike was inserted into an in-lab saline bag, and the flow of liquid was confirmed through the check valve when a pressure was applied. Further analysis noted that fluid was not freely moving through the set due to a blockage within the tail end at the location of the tube and luer. Pressure build-up within the set, due to the blockage within the tail end would not allow for the free flow of fluid. The reported condition was verified. The cause of the condition was determined to be related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set had no saline solution flowing through the set. This occurred prior to patient use. There was no patient involvement. No additional information is available.